Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced double contours and flickering lights. The lens remains implanted. Reportedly, "no further intervention planned, except monitoring, patient is used to take ritalin & trittico." Cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).